Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported left side "deflation." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation/valve leak/or damage : observed opening, assessed as unidentified tear. As per the investigation procedure crease fold was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side deflation (hole in valve). The device has been explanted.